Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use which state: "¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to a pinhole on the distal sheath and a dent on the distal end, water tightness was lost; due to damage on the ultrasonic cable and ultrasonic probe, the displayed ultrasound image was defective with missing elements; the acoustic lens was damaged; the distal end had a dent; the nozzle was deformed; the adhesive on the distal sheath had a chip; due to wear of the forceps elevator lever, the up/down knob could not be locked securely; due to wear of angle wire, the play of the up/down knob was out of the standard value; the suction cylinder was deformed; the scope cover plate had peeling; and the up/down knob was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus on may 15, 2023, that the evis exera ii ultrasound gastrovideoscope presented with a pierced sheath plug. This issue was not reportable. There were no reports of patient harm associated with this event. The device was returned for evaluation, and a patient adverse event (pae) reportable malfunction was identified. The new aware date for the pae that was identified was june 6, 2023. During the evaluation of the device, it was noted that there was a gap between the acoustic lens and the ultrasound probe. This report is to capture the reportable malfunction of the gap between the lens and probe noted at estimation.